Event description:
The user facility returned asset evis exera ii duodenovideoscope to the service center. During a standard inspection and estimation of the returned device, the unit tested positive for an unspecified microbial contamination. The issue was found during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device had no detection of present microbial contamination. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The last facility to use this loaner device: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.